Manufacturer narrative:
Should the device be explanted, returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Device replacement was recommended and performed. The device is not expected to be returned for analysis. There were no adverse patient effects reported.